Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, scratched display window and cracked case near display window corners during visual inspection. The pump was unable to prime during prime alarm test due to moisture damage noted in faulty force sensor system. No compromised force sensor system alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of priming anomaly from the insulin pump. The customer's blood glucose reading was 327 mg/dl. The customer stated that insulin squirted out during the manual prime process. The customer was stated that the pump was stuck from the rewind and prime loop. The customer stated that the second series of beeps nor numbers did not appear on the screen. The customer will be sent a replacement pump.